Manufacturer narrative:
While troubleshooting error code 3579 internal low concentration waste tank is full, the abbott technical support specialist (tss) removed the manifold, lcw, c4 (rohs) tubing from the waste tank and was splashed in the face as the clog dislodged. The tss was wearing appropriate personal protective equipment. An instrument service history review for c403148 revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the manifold, lcw, c4 (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial c403148 or the manifold, lcw, c4 (rohs) was identified.

Event description:
An abbott technical support specialists (tss) was onsite due to an architect c4000 processing module error message 3579 internal low concentration waste tank is full. The tss determined that the connections of the external waste pump and the internal waste tank were blocked. When cleaning the blank hose in the waste tank, the tss was splashed in the face when a clog came loose. The tss was wearing gloves and goggles. There were several drops on the googles, the chin, neck, cheek, and hair of the tss. The tss cleaned the affected areas with soap and water and the areas were disinfected. The tss also went to the emergency room to have blood samples taken. No additional impact or injury to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott technical support specialists (tss) was onsite due to an architect c4000 processing module error message 3579 internal low concentration waste tank is full. The tss determined that the connections of the external waste pump and the internal waste tank were blocked. When cleaning the blank hose in the waste tank, the tss was splashed in the face when a clog came loose. The tss was wearing gloves and goggles. There were several drops on the googles, the chin, neck, cheek, and hair of the tss. The tss cleaned the affected areas with soap and water and the areas were disinfected. The tss also went to the emergency room to have blood samples taken. No additional impact or injury to the user was reported. No impact to patient management was reported.